Event description:
Related MFR report: 3006705815-2020-31502

Manufacturer narrative:
Additional information: a4 patient weight

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related MFR report: 3006705815-2020-31502.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-31502. It was reported the patient experienced an infection after the scs trial leads were removed. The patient's permanent implant procedure was delayed as a result.